Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump¿s black box showed no evidence of excessive battery usage. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was found to be intact with no damage. During testing, the pump current draws were found to be within specifications. The complaint of a temperature issue was not duplicated. There was no evidence of excessive pump temperature. There was no defect found during investigation. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump.